Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient¿s mother stated the patient had irritation from the sensor adhesive at the upper buttocks insertion site. The sensor was inserted on (B)(6) 2019. A physician was consulted, who instructed them to use an alternate site. The reaction was bearable, so the physician told them to continue using the product. No treatment for the reaction was reported. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.